Event description:
Several months ago, while performing intravascular ultrasound (ivus) examination on a pt with moderately severe coronary artery disease at hosp using endosonics equipment, dr observed that the patency of this pt's left-sided coronary arteries suddenly decreased during the performance of this otherwise routine procedure. Pt progressed within a matter of mins to total occlusion of dominant circumflex coronary artery, as well as anterior descending coronary artery after md had performed ivus examination of the first obtuse marginal branch of the circumflex. As above, md emphasizes that this was a routine exam, and there was no indication of any problems until pt had the abrupt occlusion of these left-sided arteries. Subsequently, attempts were made at emergency stenting of anterior descending coronary artery, as well as intubation. However, pt became asystolic, hypotensive, hypoxic, and ultimately died despite resuscitation efforts. No autopsy was performed. Dr is extremely suspicious that pt had this complication from a retrograde spiral dissection initiated by the presence of the ivus catheter in obtuse marginal branch coronary artery. Dr has attempted on several occasions to contact the endosonics representatives but has not heard back from them.